Event description:
Procedure: hepatic. Reportedly, after the device was fired on the hepatic vein the jaws would not open and the device would not release. The device was removed along with tissue from the patient. There was no injury reported.